Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that immediately upon initiation of treatment, the patient's bloodline separated at the venous connection to the fistula needle. The blood flow rate was 450; the dialysate flow rate was 800. The estimated blood loss was 100 ml and no adverse effects were felt by the patient.